Event description:
It was reported that the patient experienced a "gradual reduction in efficacy of the pump over the last two years". The patient's dose was gradually increased from approximately 300 mcg/day to 1053 mcg/day over that time period with "little change regarding his tone". Drug delivered via the device was lioresal. The health care provider typically noted a discrepancy in actual and predicted residual reservoir volumes at refills; 5mls more than predicted were aspirated. Due to timing of events the patient chose to forego troubleshooting prior to the device replacement surgery; and have the physician troubleshoot during the surgery instead. During the replacement surgery on (B)(6) 2012, a potential kink was noted in the spinal area between the anchor and the site where the pump entered the spine. The hcp was unable to state definitively that this was the cause of the patient's issues. Both the pump and the catheter were replaced. The pump was replaced due to it nearing end of battery life. The patient's daily dose was decreased to 400 mcg/day with a prescription of oral medication. There was no patient injury; he recovered without sequela. As of (B)(6) 2012, it was reported that the patient was "getting better". At the first follow-up visit with their physician the patient was a little tight, so the dose was increased by 20%. It was further noted that no withdrawal was occurring at that time, but just the normal need for dose titrating.

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2012. (B)(4). Analysis of the pump revealed no anomaly; normal device function. Analysis of the catheter revealed partial occlusion within the catheter body with dried drug or blood, no significant anomaly; acceptable catheter testing.

Manufacturer narrative:
(B)(4).